Event description:
A consumer implanted for non-malignant pain and complex regional pain syndrome type I reported they usually charged once a week. The last time the implantable neurostimulator (ins) was charged was a week ago, and the last time stimulation was felt was two days ago. Currently the consumer was seeing the poor communication screen on the patient programmer (pp), and was unable to communicate using the pp or recharger. In an attempt to communicate using the recharger the recharger antenna was repositioned and the antenna dial was turned, but this resulted in the reposition antenna screen being seen. There were no traumas, falls, or emi exposure related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.